Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: d4 UDI: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "two separate issues with the ventilator having flow sensor issues and switching over to simv+. The first time it showed high tidal volumes, then it did not show volumes going into the patient. Staff got an alarm saying external flow sensor failed, which then kicked the mode into pcv+ then into simv+. Flow sensor changed, no issues for the remaining time on the ventilator (~6 hours)." No clinical signs, symptoms or conditions. No health consequences or impact.